Event description:
Hcp reported a pt in the (B)(6) study experienced confusion, psychosis, and hallucinations. A CT scan was performed, which showed no change. Carotid ultrasound showed no significant stenosis. EKG showed a junctional rhythm. The pt was treated with medication changes and follow up.